Event description:
It was reported that the patient presented to the clinic for follow up and high pli (pacing lead impedance) was observed. Capture threshold had also risen. The clinician updated the pli several times in clinic but it was consistently high. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analsyis could not be performed due to partial lead returned measuring 14cm from the connector pin.